Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31312. 1627487-2020-31396. 1627487-2020-31420. 1627487-2020-31421. It was reported that high impedances were measured at the lead contacts, and effective therapy was lost. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.

Event description:
Additional information was received that surgery occurred to explant and replace the lead and extensions to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.